Event description:
It was reported that the relion® pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer reported when taking injection, no insulin flows. Consumer does not prime before taking injection. Stated, he's wasted a lot of pen needles."

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer reported when taking injection, no insulin flows. Consumer does not prime before taking injection. Stated, he's wasted a lot of pen needles."